Event description:
Dealer alleges he is getting an intermittent 6 flash on the joystick when going over small bumps or clearing thresholds, indicating left brake fault sitting on a the tdxsp power chair.